Event description:
It was reported that during a meniscus repair using the fast-fix 360 curved ndl delivery sys, it was reported that when the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle with t1. Both implants were removed from the body. The procedure was completed with another fast-fix 360.

Manufacturer narrative:
Evaluation: the insertion device with the implants/suture construct hanging off was received for evaluation. The actuator was found in the pre-t1 deployment position. The complaint mode was confirmed. The inserter was then functionally tested and actuates and cycles per design. The investigation is ongoing. A complaint history review has not identified additional complaints for this lot number on file. The investigation did not have sufficient information to determine the cause of the reported issue. No additional complaints have been filed for this manufactured lot. (B)(4).